Event description:
Bed side rail failed to lock into position. Side rail came down during the night. Resident rolled out of bed hitting head on a wheelchair causing a one cm cut on back of head. Resident was taken to ER and received one suture. No further problems noted.